Event description:
It was reported on (B)(6) 2010, that the out of regulation (oor) error code was displayed while the pt was attempting to increase the stimulation. It was later reported that the pt was unable to adjust the stimulation. The "call your doctor" icon was displayed on the programmer. The pt's programmer was reset twice, but the oor error code was still displayed. The pt was to meet with the MFR rep on (B)(6) 2010. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).